Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) shower bag was cut after being washed in the washing machine. The bag was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shower bag (lot no:893643) was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a damaged shower bag can be attributed, to the handling of the bag as reported in the event details. If information is provided in the future, a supplemental report will be issued.